Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value was not provided reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Reportedly, the customer was already admitted to the hospital for a non-diabetic event, so a nurse brought the customer carbohydrates to address the decreased bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown, customer acknowledged and understood.